Event description:
A customer reported via phone call indicating that their insulin pump would not connect to carlink and has been receiving lost sensor alarms. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump passed self test however, a47 alarm found in the alarm history file due to corrupted history file. Pump unable to download to the carelink software due to a47 alarms in alarm history screen. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the100 value properly on display graph. No unexpected lost sensor alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.